Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported a no delivery alarm. The customer changed the battery and site, but reoccurred after 2 hours. The customer did troubleshooting the issue. The customer was advised to change the entire infusion system. The insulin pump will not be returned for analysis.